Event description:
Image double vision. Operation channel is not hermetic on connection with biopsy t-piece. This event occurred at the time of before use. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Evaluation summary: it was determined that a leak occurred in the operation channel due to the reported event, and water entered the equipment from there, corroding the substrate and causing the image failure. Possible causes of leakage from the connection between the operation channel and the inlet t-piece include deformation due to friction when inserting the treatment instrument, and buckling due to strong bending load on the ift and root brace, but they have not been identified. A device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured pentax medical penang on 11-nov-2021 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 12-nov-2021 . Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.